Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. The patient's blood glucose (bg) values were at 300 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. For treatment, the parent changed out the pod.

Manufacturer narrative:
The soft cannula was observed to be kinked, however, the timing and cause of the damage to the soft cannula could not be determined. The device was received with the cannula assembly fully deployed and the formed needle completely retracted. Investigation found no abnormalities with the needle mechanism that would contribute to the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The needle mechanism was inspected, and no issues were found that would result in a needle mechanism failure. The downloaded data showed no abnormalities that would indicate a needle mechanism failure.